Event description:
It was reported that on (B)(6) 2025, an unknown size occluder was chosen for a postinfarct ventricular septal defect (pivsd) closure procedure using a 10f amplatzer torqvue delivery system. During procedure, the activated clotting levels were >250s and heparin was administered. When the delivery sheath was being advanced through the defect, a large pericardial effusion was seen and immediate loss of output. An emergency pericardial drain was inserted through a sub xiphoid approach (first pass) and cardiopulmonary resuscitation (CPR) was started. A large volume of blood was aspirated but there was no improvement in the hemodynamics and no reduction in the pericardial effusion was noted. There was continued and ongoing bleeding and no way of treating that. They mentioned it was due to myocardial rupture and no mechanical problem that they could fix, the whole team agreed that it was appropriate to stop CPR. The patient was reported passed away. The occluder was not opened and used. The physician thought the cause of death was ventricular rupture during a percutaneous attempt to close a post infarct ventricular septal rupture (vsd).

Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. An event of use of device problem was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the reported use of device related tissue damaged could not be determined. The cause of death was ventricular rupture during a percutaneous attempt to close a post infarct ventricular septal rupture (vsd). The patient effects of pericardial effusion and cardiac tamponade could not be conclusively determined. Bleeding appears to relate to pericardial effusion/tamponade, unable to treat, and subsequent cardiogenic shock (cardiac arrest). The reported unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.